Event description:
Customer reported unexpected negative reactions when running antibody ID testing on a patient sample containing anti-e using capture-r ready indicator cells (crric) on the echo.

Manufacturer narrative:
Testing on the instrument performed as expected when new lot of crric was used to repeat antibody ID testing. The product expired prior to receiving the complaint; therefore, no additional serological testing was performed. The lot release records for crric, lot 221203, were reviewed. The expected reactivity was observed in all testing. The customer did not return product or sample for investigation.